Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 140 mg/dl at the time of incident. Customer stated that the pump did not alarm insulin flow blocked. The customer stated that insulin did not exit. The reservoir will not be returned for analysis.